Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and the customer was unable to interact with the pump. Reportedly, the pump would display a green circle around "1" when attempting to go through the "1 2 3" sequence. The customer's blood glucose level was 311 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.